Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: what type of procedure were devices used on? Was there any patient consequence? How was case completed?

Event description:
It was reported that during an unknown procedure, the devices seem to have a firing issue in that the clips are not being closed. Unknown how case was completed. There were no adverse consequences for the patient.